Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer stated that the issue was not resolved. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap and compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple new batteries and battery cap failed batt test alarm persisted. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 07/10/2025 09:47:00 faster than expected at 5.59 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/04/2025 18:04:00 after more than 7 days at 24.28 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/10/2025 08:50:00 after more than 7 days at 18.19 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. After deconstructive analysis, continue with swapping of, internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component causing the constant failed batt test alarm. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. Unable to perform the sleep current measurement, active current measurement and displacement test due to constant failed batt test alarm. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The following cosmetic damages were noted: scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion, customer alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.